Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer spouse reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 370 mg/dl. Customer current blood glucose value 211 mg/dl. The device is not expected to be returned for analysis.